Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician experienced difficulty detaching a smart coil with the handle. Subsequently, the physician manually detached and implanted the smart coil in the target vessel. The procedure was completed using three additional smart coils and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #02 MFR report:3005168196-2020-01279. Please note that the following statement in section h. Box 10./11. Narrative/corrected data on the follow-up #01 report incorrectly stated the following: "please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #a MFR report: 3005168196-2020-01279." The sentence above should have read as follows: "please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report: 3005168196-2020-01279."

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician experienced difficulty detaching a smart coil with the handle. Subsequently, the physician manually detached and implanted the smart coil in the target vessel. The procedure was completed using three additional smart coils and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #a MFR report: 3005168196-2020-01279.